Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis (fa). The usm was analyzed and the reported failure was confirmed as having occurred in the field and replicated in-house. Several errors related to instrument recognition were confirmed via the system logs, pointing to the radio frequency identifier (rfid). The rfid issue was replicated in-house. The unit was tested on an in-house system where it passed normal mode but did not recognize any instruments. The unit went through testing on a patient side cart (psc) fixture test platform (pftp) where it failed the carriage switches test for rfid. Additionally, intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was a robotic assisted hysterectomy, bilateral salpingectomy, cystoscopy. The robotic coordinator informed that during the patient's surgical procedure on (B)(6) 2024, robotic arm #4 froze. Therefore, the endowrist instrument failed to respond to the surgeon's movements while she was seated at the surgeon's console. The instrument was removed from arm 4 without difficulty and there was no harm to the patient. The procedure was then completed utilizing the 3 remaining robotic arms on the patient cart. This incident was called in and reported to isi on the day of the patient's surgery. A subsequent second robotic assisted procedure was performed on this same system, utilizing robotic arms, #1, #2, and #3 without further incident, on that same day.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to duplicate the error. Fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has requested the site to return the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the product has not been received. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, arm 4 was no longer accepting instruments. The technical support engineer (tse) viewed the logs and noted several recognition faults on arm 4. Prior to calling in the customer replaced the drape and instrument with no change. The tse had the customer perform a hard reboot with no change. The procedure was completed with 3-arms and no reported injury.